Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# j0235468v, implanted: (B)(6) 2003. Product type: lead: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2003. Product type: programmer, patient: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2003. Product type: extension. (B)(4).

Event description:
It was reported that the patient¿s device recently stopped working. The patient¿s health care provider (hcp) was willing to perform the surgery if they could get a replacement device. The patient noted that if she did not get a replacement she would have to use ¿caths for the rest of her life.¿ the patient had interstitial cystitis (ic) and it was a ¿very bad case,¿ so the device was ¿the only thing that helped her.¿ the patient was now on pain medication and ¿cathed herself about ten to fifteen times a day.¿ the patient kept having bladder infections from having to ¿cath.¿ additional information was requested, but was not available as of the date of this report.